Event description:
In 2005, the pt was implanted with the gore excluder aaa endoprosthesis. At about 4 days later, the pt expired. Further investigation is pending.

Manufacturer narrative:
A review of the mfg records for the device has been conducted. A review of the mfg records for the device verified that the lot met all pre-release specifications. Additional devices implanted in this pt.